Event description:
An axillary to deep femoral to above-knee popliteal bypass was performed. It was reported by the implanting surgeon that 4 days postoperatively, the pt presented with a hematoma over the axillary region. Upon reintervention, approx 2-3 cm from the graft to axillary artery anastomosis, pulsatile blood flow through a pinpoint hole in the graft was observed. The hole was closed with 5.0 prolene suture. There was no graft occlusion or failure or limb loss. Pt recovery was uneventful. The pinpoint hole in the graft appeared to be at the site of ring removal.